Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing the tamper seals. There was no evidence of the error recorded in the event history log. The customer reported problem was not verified. The investigation found that the cause of the issue was due to the black chassis gasket flaking off into cam shaft causing it to ingress all over the internals of the pump. Which is likely to cause intermittent flow rate. For corrective action, the chassis was cleaned removing all contamination, and the chassis gasket, valves, expulsor and foam were all replaced. The root cause of the reported problem is unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a pump failed flow rate. Loaded version 5 software. This occurred during testing. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.